Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument and performed a device evaluation. Failure analysis confirmed the reported issue. Failure analysis found the instrument to have a broken main tube extension. A piece measuring proximately 0.335¿ x 0.185¿ was not returned with the instrument. The root cause of broke instrument main tube is typically attributed to mishandling/misuse. The following was found during the device evaluation, but is not related to the reportable finding: signs of corrosion/contamination were found on the instrument bearings grip. The input disk bearings exhibited orange discoloration. The root cause of this finding is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the maryland bipolar forceps (part# 471172-16/ lot-sequence# k12210809-0047) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 during a myomectomy procedure performed by console surgeon stephanie morris via system serial# (B)(4). No investigation required as no image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported during a da vinci-assisted malignant total hysterectomy procedure, the maryland bipolar forceps instrument did not flex at the wrist. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Follow-up has been performed to request additional information related to the event. However, as the date of this report, no further details have been received.